Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent system was implanted during a biliary metal stent placement on (B)(6), 2013. According to the complainant, the indication for the stent placement was a treatment for persistent jaundice which eventually resulted in cholangitis caused by a klatskin tumor. The stent was implanted to serve as drainage. The stricture was located at the confluence of the cbd and was approximately 3cm in length. The lesion was verified via dye and fluoroscopy. The wallflex stent was successfully implanted with no issues and the patient was stable following the procedure. Eight hours following the stent placement, the patient complained of extensive abdominal pain. An x-ray was performed immediately and an abdominal CT scan was performed 16 hours following the stent placement. The imaging confirmed a perforation of the hepatic parenchyma at the distal end of the stent. One day following stent placement, the patient developed peritonitis. As the patient was not a good candidate for surgery, the perforation and peritonitis were treated with antibiotics and symptomatic treatment. On (B)(6) 2013, the patient passed away due to the peritonitis. In the physician¿s assessment, the perforation was a result of the biliary stent. The physician believes that stent contributed to the peritonitis and patient death as a result of the perforation. There was no alleged malfunction of the stent. The patient was hospitalized from (B)(6) 2013 until the time of death due to the patient¿s general clinical condition.

Manufacturer narrative:
The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.